Manufacturer narrative:
D4 - UDI no. - not yet required. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation conducted was based on information provided by the user facility and a current product sample evaluation. Visual inspection revealed no anomalies in the appearance. The outer surface of the sheath tube was dyed blue to check the state of the hydrophilic coating on the tube. Magnifying inspection confirmed that the tube had been dyed uniformly, verifying that there was no anomaly in the state of coating. The sheath tube was cut vertically for inspection of the cut cross-section under magnification. No deformation in the round shape was confirmed. The outside and inside diameters and the wall thickness were confirmed to meet manufacturing specifications. The lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Based on the available information a cause and effect relation between this product and the reported issue with was unable to be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that the patient developed a rash post procedure. Follow up communication with the user facility confirmed the following information: the patient experienced a rash on their arm showing up a few days post procedure. The procedure was completed successfully.